Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Sixteen events were reported for this quarter. Sixteen devices were received for evaluation; sixteen events were confirmed during testing. Sixteen devices were found to be affected by disassembly. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 16 malfunction events in which the devices disassembled. Sixteen reported events had no patient involvement; no patient impact.